Event description:
Healthcare provider reported a left side deflation. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: an extended opening on posterior, flat creases, and observed void >1 mm in non-textured, valve-to shell-bond area. Microscopic analysis was performed which identified: a striated opening on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - a striated opening on posterior assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.